Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump's "def" button was defective found in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. During functional testing, the reported problem "def button defective" was confirmed. During the idea keypad test, intermittent output from the number 5 and number 8 keys was experienced. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was the failed keypad. The keypad required to be replaced to address the issue. Should additional relevant information become available, a supplemental report will be submitted.